Event description:
It was reported that the patient experienced intermittent alarms that came from the mobile power unit (mpu) that started late on (B)(6) 2023 and persisted through (B)(6) 2023. The patient believed the alarms occurred when connecting to the mpu from battery. Further interrogation showed multiple low flow alarms correlating with the alarms the patient reported to be originating from the mpu. Upon further review, the patient reported to be unfamiliar with the intensity of the alarm tone while connected to the mpu, for example, the patient did not recognize intermittent low flow alarms as hazard alarms from the controller compared to the audible tone when on direct current (dc) power from the controller. Log files were submitted to rule out any issue while connected to alternating current (ac) power. The event log file contained data from (B)(6) 2023 13:29:44 to (B)(6) 2023 14:42:09. The shortened history was mostly in part to frequent pulsatility index (pi) events. During the history, there were no events recorded while connected to the mpu power. The mpu echoes the controller alarms while being used as the power source. Other possible alarms from the mpu may be related to a fault that would also be accompanied by a lit yellow wrench icon or a low battery advisory which will accompanied by a lit low battery icon. It was also recommended to investigate if the low flow alarms were positional, for example, if the patient was lying in bed while connected to the mpu when the alarms occurred and echoed through the mpu. Another log files were sent as the patient continued to experience asymptomatic low flow alarms with suspected inflow cannula malposition. However, the submitted log files did not capture any low flow events. The log file was mostly filled with pulsatility index events which may have overwritten prior data. Related MFR # for the pump: 2916596-2023-06032.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit alarming was unable to be confirmed. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 1 hour ((B)(6) 2023 from 13:29:44 ¿ 14:42:09 per timestamp). Additionally, a second log file was submitted for review that showed events spanning approximately 1 hour ((B)(6) 2023 from 10:45:33¿ 11:23:40 per timestamp). The controller was not connected to the mpu at any point in the log files. There were no notable alarms active in either log file. Additional information provided on (B)(6) 2023 stated the mpu serial number was not available, the mpu alarms were not identified, no product would be returned for analysis, and that the alarms were unable to be duplicated; therefore, the batteries were replaced. A root cause for the reported event was unable to be conclusively determined through this analysis. The serial number of the mobile power unit (mpu) was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.